Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. On (B)(6) 2023 the patient reported a fall and subsequent reduction of pain relief. Fluoroscopic images confirmed migration of the medial lead. A reprogramming attempt was made on (B)(6) 2023 to program around the migration. Adequate pain relief was not achieved so a revision procedure was performed on (B)(6) 2023 to place a new medial lead.